Manufacturer narrative:
No sample is available for the manufacturer to evaluate.

Event description:
The event is reported as: complaint details reported as the following: the complaint relates a problem of disconnection between the bag/respirator and tubes. The event happened on a firemen intervention. Intubation of a pt connecting a bavu with a ventilator. Impossible to disconnect the tube from the ventilator. No pt injury reported. Pt current condition is fine.